Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jun-2018 with the following findings: a review of the black box showed one power on reset event after a call service 128 alarm. The battery compartment and cap were undamaged and able to fit securely. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The ez-prime steps were performed correctly and no power interruptions occurred during the investigation. The power complaint was unable to be duplicated during investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board.